Event description:
Related manufacturer reference number: 2017865-2021-32688. Additional information received indicated that the right atrial (ra) lead was over-sensing noise leading to high capture thresholds. The patient was asymptomatic. The ra lead was capped on (B)(6) 2021. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had out of range defibrillation impedance and was over-sensing noise. A chest x-ray detected the rv lead had externalized conductors. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.